Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6). This report is of peritonitis in a patient coincident with dianeal pd4 1.5% solution for peritoneal therapy. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis, which manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was treated with alfacef for peritonitis. The patient was recovering. The event of peritonitis was reported to be unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This condition of peritonitis - no malfunction or use error was not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.